Event description:
A report has been received via health from a consumer that pt was prescribed focus night & day lenses by an optometrist for up to 30 night extended wear. During the second week of july 2003, the right eye became very red. Soon afterwards, it became very painful, so lens removed & went to sleep. Pt awoke next morning in extreme pain unable to open right eye. Eye care was sought from a different optometrist who diagnosed an infected corneal scratch and iritis. Pt instructed to go to hosp eye clinic. Clinic prescribed a steriod, antibiotics and "something to dilate the eye", all to be used every hour and later every 3 hours. Report states after weeks of treatment & 10-12 clinic visits, the eye healed. No further info is available at this time.